Event description:
After a pt death occurred at a hospital, the customer inquired whether there was a way to be able to obtain pt strips and record them to a cd instead of having them print.

Manufacturer narrative:
The customer reported that they were inquiring whether there was a way to be able to obtain pt strips and record them to a cd instead of having them print. Based on the available information, the hospital's risk mgr stated that there was no allegation of a device malfunction. This is being reported only because a philips device was in use on a pt who died. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).